Event description:
Pt implanted with restorelle inlay on (B)(6) 2011. Noted at six-weeks post-op to have area of mesh exposed along the midline suture. At six-months pain was noted in the vagina and excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided by any corroborating evidence to verify this report.